Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was placed over versacross guidewire, then dilator and wire were removed. A fara ave catheter was inserted into the sheath, upon pulling out a catheter the physician was aspirating the sheath and noticed air bubbles coming back and a slow drip coming the valve. No air in the patient, noticed air in the line after aspiration of the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. However, microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap. A sequential attempt to pressurize the area to evaluate for a potential leak did not result in leakage from the torn location. Due to dried blood present in the material of the flush lumen joint, it is likely that the area that was previously torn and returned with blood in the lumen experienced sterilization that caused the blood to dry, sealing any existing leak paths within the lumen material. The reported allegation was confirmed as the tear in the flush lumen would have likely contributed to the reported air ingress during procedural use.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon pulling out a catheter, the physician was aspirating the sheath and noticed air bubbles coming back and a leak coming from it. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. (B)(6)2024 - per gfe: 1 were any abnormalities noted during preparation or use of the sheath? No 2 was there any damage to the luer? No 3 what method of irrigation was used for the sheath? Ex: pressure bag, pump, ect. If pump: please include model pump 4 what was the flow rate? 100 ml. 5 please list all devices that had been inside the sheath prior to, and/or at the time, the leak was observed. Sheath was placed over versacross guidewire, then dilator and wire were removed. Fara wave catheter was inserted into the sheath. 6 can you characterize the quantity of the leak? (E.g. Slow drip, fast drip, constant flow, etc.) Slow drip 7 was any air seen in the patient? No air in the patient, noticed air in the line after aspiration of the sheath.